Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 4 infusion sets cannula being bent the date of event being future event and discrepant, not captured in the case. The event occured within 3 hours of insertion. The site of insertion was at abdomen. The patient was taken to the emergency room. And was hospitalized overnight due to high blood glucose level and high level of ketones. Highest blood glucose levels were 684 mg/dl at the time of event. Patient took bolus and replaced infusion set to address the event. The event caused diabetic ketoacidosis to the patient. The patient was treated with intravenous fluids of saline and insulin and was released from hospital for a day, stayed overnight. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.